Event description:
It was reported that the monopolar curved scissors instrument was defective. No additional information provided. No patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the scissor blade edges are slightly rounded at the tips, negatively affecting cutting performance. The scissors do not cut cleanly through .006 inch latex as the latex gets pinched at the scissor tips. Engineering also found that the distal end of the main tube has a 2.5 inch long section with material removed on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.